Manufacturer narrative:
Upon investigation, it was confirmed that there was a fall-off of the insertion part snake tube resin part. Specifically, there was a dislodgement of the insertion canal resin part. It could not be determined whether the drop of the resin was caused by stress or by handling. The investigation also revealed the following: the bending angle was insufficient due to the elongation of the angle wire, there was a serpentine crease at the insertion site, the video cable or universal code was scratched, the video connector and the video connector case had scratches, video connector case dirt was difficult to remove, there was a scratch in the operating section, and water-tightness was not maintained due to falling off of the tube of the insertion part. Device history records confirmed that the device was shipped according to the specification. Additionally, production records were checked and the device shipped in the absence of manufacturing anomalies. In conclusion, the root cause could not be identified.

Event description:
A user facility reported to olympus that the resin part of the coil had fallen off. There was no harm to the patient.